Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella device was successfully explanted following the intervention. However, the closure system (proglide) failed to maintain hemostasis, prompting re-imaging of the artery using angiography and sonography. This revealed a dissection in the iliac vessels, which was suspected to have occurred during wire insertion at the start of the procedure. Despite this, the patient maintained adequate blood flow to the left leg and was transferred to intensive care for further observation.

Manufacturer narrative:
Investigation summary vessel perforation/patient device interaction problem: the cause of the vessel perforation/patient device interaction problem was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
B3: updated date of event per new information. H6: updated code a01 per information in the complaint record. Additional information: the patient was stable during the intervention with impella support.